Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flowmeter was disassembled/reassembled, resolving the reported complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the oxygen flowmeter was not working as expected. There was no report of patient involvement.